Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized. The analysis demonstrated between 34 cm and 36 cm distal to the df4 connector pin that the insulation was found squeezed and damaged, which is assumed to be the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Per op note, lead explanted due to unspecified malfunction of lead. No other details included. No adverse patient events reported. Should additional information become available, it will be added to this file. (B)(6) 2021 lead received.